Manufacturer narrative:
(B)(4). The lot 14b043 was manufactured between february 27, 2014 ¿ march 1, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The device was visually inspected and functionally tested. A leak test was performed by filling the device with green color water. During filling a leak was observed at the fill-port. The cause of the leak was determined to be glass fragments measuring 0.2 mm and 1.1 mm that were trapped under the check-band. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an infusor elastomeric device leaked at the filling port during filling with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.